Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Upon receipt at our post market quality assurance laboratory, a visual inspection of the lead was performed. There were two segments of the lead was returned and some portions of the lead may be missing. The inner coil was extremely stretched. Extracting stylet returned stuck in the tip segment of the lead. This lead was destroyed.

Event description:
It was reported that this lead was an attempted implant due to insulation damage. The physician ended up cutting the lead during the procedure and the inner insulation was pulled right out when the lead was cut. The physician had tried various method to extract the lead as it was caught up in patients cordae tendenae of the tricuspid valve. The lead was never in service. No adverse patient effects.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this lead was an attempted implant due to insulation damage. The physician ended up cutting the lead during the procedure and the inner insulation was pulled right out when the lead was cut. The physician had tried various method to extract the lead as it was caught up in patients cordae tendenae of the tricuspid valve. The lead was never in service. No adverse patient effects reported.